Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device was successfully implanted with a complete seal noted. On the patient's 45 day follow-up, a transesophageal echocardiogram (tee) was performed which revealed thrombus on the threaded insert of the closure device. There was no noticeable difference in the measurements of the closure device from prior to the procedure to the follow-up. Warfarin was increased from 3mg/day to 3.5mg/day, and the patient's international normalized ratio (inr) was 1.84. The physician instructed the patient to start aspirin 100mg/day. The patient was not hospitalized and did not experience symptoms. It was further reported that at the 3 month follow up procedure the thrombus had dissolved and was no longer present in the patient. The patient was switched from aspirin and warfarin to a drug regimen of aspirin and clopidogrel. The patient came in for their one year follow up and during a tee, it was noted that there was another device related thrombus. There were no patient complications and the case is ongoing.

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device was successfully implanted with a complete seal noted. On the patient's 45 day follow-up, a transesophageal echocardiogram (tee) was performed which revealed thrombus on the threaded insert of the closure device. There was no noticeable difference in the measurements of the closure device from prior to the procedure to the follow-up. Warfarin was increased from 3mg/day to 3.5mg/day, and the patient's international normalized ratio (inr) was 1.84. The physician instructed the patient to start aspirin 100mg/day. The patient was not hospitalized and did not experience symptoms.